Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that they encountered automated impella controller (aic) issues. It was reported that the aic was powered on three times, with a hard reset two times. Each time the console failed to boot from the hard drive. As a result, the complainant contacted the field service to request a loaner and the original console was left with the biomedical department.

Manufacturer narrative:
H6: component code added. H6: h6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary data analysis: a review of the console logs confirmed the reported failure mode. Device analysis: the device was returned for evaluation. Visual inspection confirmed the contamination on the pbm, which impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.